Event description:
Patient had surgery for left lower extremity taylor spatial frame application. Because of the issues with the other (upgraded) c-arms, we researched this c-arm for possible issues. There were discrepancies for this patient... Example for the exam: image #1 = image #1... But image #3 = image #1. Also on this patient, image #8 = image #8 but image #9 = image #8. Image #3 and #9 are lost - not able to print and not able to be sent to pacs. This did not result in an incomplete study in pacs. There were other images available that were sent to pacs to complete the study.